Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain, and cyst.

Event description:
Physician reports "examined patient with the complaint of pain in the right armpit. Patient's old prosthesis was intact and usg was requested with the suspicion of lymphodenitis in the axilla. The patient whose usg result was compatible with vasculitis was referred to cardiovascular surgery." Ultrasound results show "skin and subcutaneous tissues are of normal thickness. The fibroglandular tissue/adipose tissue ratio increased in favor of fibroglandular tissue in both breasts. There is an appearance of a silicone prosthesis on both sides. A few simple cysts were observed . In the right axilla, a few cortical thickened colored doppler lymph nodes with a vascular appearance, the largest measuring 15x12 mm, were observed. Echoic thrombus material was observed in the superficial vena walls in the right axilla. Echoic thrombus material is observed in the superficial vena wall in the right axilla.